Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas, paused insulin delivery, and overtreated with two candy bars; the user was advised to use 15 g of fast-acting carbohydrate, avoid manual insulin pauses, and allow the pump¿s automated safety features to manage low or rapidly falling glucose. Symptoms included low blood glucose of 64 mg/dl. Outcomes included return to range without hospitalization or emergency care. Investigation included patient interview, device data review, and troubleshooting with education on appropriate treatment of hypoglycemia and use of automated insulin suspension. Investigation of this case revealed no device malfunction and user-related overtreatment of a low with early intervention while still in range. It was concluded that the event was consistent with hypoglycemia of unclear cause with subsequent rebound hyperglycemia risk due to overtreatment, and the device operated as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.